Manufacturer narrative:
(B)(4). The results of the investigation are as follows: no product was returned ; visual and dimensional evaluations could not be performed. Photograph provided show that there is no excessive wear on the implant and there is one small piece chipped from the bearing. Part and lot identification are necessary for review of device history records, neither were provided. This device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Primary operative notes state that no intra operative complications were noted. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patients knee was swollen. There was not change after given meds and time for effusion to resolve. Patient was subsequently revised approximately 18 years post implantation. No further event information available at the time of this report.